Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting ventricular loss of capture. An invasive procedure was performed to analyze the system. The distal set screw was found to be loose. It was tightened and the ipg functioned appropriately. Implant date-1/14/94 remains active and implanted.